Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
The patient has 2 leads (from the same lot) implanted. It was reported the patient is no longer feeling pain relief as both leads have migrated. Surgical intervention was undertaken on (B)(6) 2017 and the physician attempted to implant a lead but was unable to do so (reference MFR report: 3008829311-2017-00527) and abandoned the procedure. The patient does not desire to undergo any further interventions at this time.

Event description:
Additional information was received which indicated effective therapy was restored following the replacement of the patient's leads.

Manufacturer narrative:
The initial report stated to refer to MFR report: 3008829311-2017-00527 for the physician being unable to implant a lead, however the correct reference number is MFR report: 3008829311-2017-00528.

Event description:
Follow-up information was received which indicated additional surgical intervention was undertaken and the leads were explanted and replaced.